Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2021, a 29mm sjm masters series mechanical heart valve was selected for implant. During procedure, "after taking suture bites while rotation the valve, the leaflet from the hinges got fractured," further described as after the sutures were removed from the valve. All pieces of the valve were confirmed to have been removed from the patient. A non-abbott valve was successfully implanted. The patient was hemodynamically stable throughout the procedure. The user alleged a prolonged procedure time of approximately 120 minutes. The patient was reported to be in stable condition. No additional information was provided.

Manufacturer narrative:
Additional information sections: d9, h3, h6, h10. An event of a dislodged and fractured leaflet was reported. One leaflet was dislodged from the orifice and improperly placed back into the valve orifice. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the leaflet dislodgment could not be conclusively determined, but is consistent with a large force applied to the leaflets. Please note, per the instructions for use artmt600080902 revision b , "using the valve holder/rotator and the flexible valve holder handle model 905-hh, or the rigid valve holder handle model 905-rhh, rotate the valve in situ to the desired position. The valve should rotate freely. If resistance is noted, the valve holder/rotator may not be properly seated in the valve, the valve may not be in the fully closed position, or the valve may be oversized. If the valve does not rotate freely, do not force valve rotation.